Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's right atrial lead exhibited low pacing impedance values. No intervention was performed. The patient's condition was stable throughout the event.